Event description:
It was reported that, "when the surgeon was using to insert a screw, the tip of the universal driver shaft was broken. He could not remove the fragment from the screw head."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.